Manufacturer narrative:
Based on the claim against the product by the customer noting no bipolar energy, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform a failure analysis. Therefore, the root cause of the customer-reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup/third-party/esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, there was little to no bipolar energy. The instrument and blue cord were changed prior to calling intuitive surgical, inc. (Isi) with no change. The isi technical service engineer (tse) had the caller move to the other bipolar port and the energy seemed to be working normally. The customer was continuing with the case. The customer called back and stated that the issues persisted. The customer was able to change out the cable and instrument again and the energy began to work. The isi tse advised the isi clinical sales representative (csr) to have force triad and activation cable ready in case the issue continues. The isi csr found an activation cable and generator and was planning to use it if needed. The site was completing the procedure as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using the force triad. There were no additional complications, and the procedure was completed as expected with no patient injury or harm.